Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted

Event description:
Customer's mother reported that on (B)(6) 2016 around 2:00 pm customer was feeling "sick" but when they attempted to perform a test using his adc blood glucose meter the meter would not turn on with button press or with test strip insertion so an ambulance was called and customer was taken to an emergency room. At the hospital customer was given apple juice and a sandwich to eat. Customer's blood glucose was checked and a reading of "205 mg/dl - 206 mg/dl" was received. Customer was diagnosed with hyperglycemia and given an unspecified "shot of medication to lower down the blood sugar level". It is unknown if the food was provided before or after the blood glucose test. Approximately an hour later another test was done and this time a reading of 145 mg/dl was received. No additional treatment was undertaken. There was no report of death or permanent injury associated with this event.